Manufacturer narrative:
It was reported fragments of parts were received on august 08, 2016. Three portions of the screw shafts were returned 2 portions with a tip; therefore the broken parts belong to two different screws; no article numbers are available since the screw heads are missing. It is unknown which of the 4 reported screws these pieces belong to. A manufacturing evaluation/product investigation was completed: the screw portions were re-inspected for the features pertinent to the complaint condition according to the current revision of the drawing. Considering that all relevant measurable product features pertinent to the issue (diameters and thread profile) meet specification and considering that no visual defects manufacturing related have been identified, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Unfortunately we are not able to determine the exact root cause of this complaint as specific details were not provided. The concomitant parts were still intact. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown, but reported as not obese. (B)(4). Explanted date: some of the broken screws were removed on (B)(6) 2016 and some were left in the patient; it is unknown which screws were removed and which were left implanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported broken locking screws were discovered on x-rays. The initial procedure occurred approximately a year ago and had been completed without any reported problems. The patient has since had a lot of pain and developed pseudoarthrosis. The patient is currently stable. During a revision procedure on (B)(6) 2106, the surgeon noted that the screws are headless. The surgeon was able to remove some but not all of the previous screws; some of the previously implanted screws remain in the patient. The patient was re-plated with a non-synthes plate during the revision procedure. Concomitant devices: expert end cap (part 04.004.000, lot unknown, quantity (B)(4)); expert tibial nail (part 04.004.340, lot unknown, quantity (B)(4). This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Updated information received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information (B)(6) 2016: concomitant material received on (B)(6) 2016 / sap: (B)(4) received part # 04.004.000 with lot number: 9217081 and part # 04.004.340 with lot number 9113187 and 3 unknown screw shafts.